Event description:
A guideliner v2 catheter was used during a clinical procedure. During removal of the guideliner v2, the pushwire separated from the polymer shaft of the catheter. The separated portion of the guideliner v2 was retrieved from the patient without impact.

Manufacturer narrative:
No patient impact was reported. Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.